Event description:
After switching to the omnipod 5 system, I began to notice my blood sugar readings skyrocketing in comparison to what they used to be. I noticed a severe rash under each pod on my skin after nearly every new pod was applied. Product support told me to use a skin barrier, which I did, but that was not successful in ridding me of the rashes caused by the adhesion on the omnipods. Further, the canula would come out of my skin nearly 50% of the time after I changed my pod, and because the pod is tubeless and covered by the pod itself, I would not discover the canula was not inserted until after my blood sugar was going high, or insulin would repeatedly leak down my skin from beneath the pod. Customer support has told me to "not move around" when wearing the pod, because movement or any sort of pressure applied to the pod could cause the canula to come out of the body, further causing the insulin to leak out instead of making it into my body. This is not a satisfactory answer, because one cannot live without movement. I am active, and omnipod is essentially telling me one cannot be active in order to use their product. Customer service has sent me countless replacement pods, yet the problems have remained with each replacement. My skin is shredded from the adhesion, and I need help. The pod transmitter also does not connect to the pods consistently. Omnipod has told me to change my location in order to get it to work more frequently, however I am at a university and cannot be anywhere else with a stronger cell service or internet connection. The omnipod simply is not working and the lack of help is sickening. I have gained weight, felt lethargic, and helpless thanks to this product and the customer service team. I have paid out of pocket for replacement pods at the pharmacy because omnipod is not always willing to send replacements or a new transmitter device.